Event description:
It was reported that one day after patient's catheterization, the balloon burst. The catheter self-expelled. The consequence was a change of the catheter. Additional information: there was no negative consequences, and all the devices was for the same patient. No medical intervention was performed. The balloon was inflated with 15cc (solution not known). The patient did not suffer from any bladder stones or encrustations. No device is available for investigation.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A simulation test has been performed on representative samples from production. There were no abnormalities found. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that one day after patient's catheterization, the balloon burst. The catheter self-expelled. The consequence was a change of the catheter. Additional information: there was no negative consequences, and all the devices was for the same patient. No medical intervention was performed. The balloon was inflated with 15cc (solution not known). The patient did not suffer from any bladder stones or encrustations. No device is available for investigation.